Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02749.